Event description:
Event description guidant received information that this right ventricular lead (222340) dislodged one day after implant and was unable to be repositioned because the helix mechanism would not retract. A new lead (220124) was attempted, but was electively removed and replaced due to dried blood on the helix mechanism. A third lead was successfully implanted.